Manufacturer narrative:
Product analysis : confirmed customer comment of a damaged universal serial bus (usb) port that is causing the screen to go black. Replaced micro processor unit. Left keyboard hinge broken. Replaced left keyboard hinge. Printer is noisy at 12 speed. Replaced printer power supply is showing signs of corrosion. Replaced power supply with salvage part. All salvage parts have been inspected per applicable requirements. Reimaged hard drive, reloaded and updated software. Device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer goes black at start up, and one of the universal serial bus (usb) ports does not work. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.